Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient an allergic reaction. The patient is reportedly allergic to nickel. The patient's pcp prescribed a steroid cream and nystatin cream. Follow up indicated the irritation healed.